Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital twice on (B)(6) due to diabetic ketoacidosis with unknown blood glucose level and (B)(6) due to hypoglycemia and with a blood glucose level was 40 mg/dl. The customer¿s reported blood glucose level was 120 mg/dl. The customer reported that they were treated for high blood glucose level with 14 bags of fluids and electrolytes and low blood glucose level with juice. The customer reported that they experienced vomiting as a symptom of high blood glucose level. The customer also reported that the insulin pump had audio issues. Troubleshooting was performed for the audio issue and the customer stated that they were unable to hear the difference between the two audio volumes (1&5). The customer declined troubleshooting for high blood glucose event and low blood glucose event. The insulin pump will be returned for analysis.